Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection noted no abnormalities. Functional evaluation found that the adapter had a broken weld on the articulation housing that couples the articulation link with the transmission. A review of the device history record indicates these devices lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. A product enhancement has been implemented to prevent this condition from re-occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: when using the device, the shaft does not allow the reload to be rotated/articulated. We tried multiple reloads and it did not work. When using a different shaft, the stapler was able to articulate/rotate the reloads. Injury or harm? 14. Was the procedure extended by 30 minutes or more?